Event description:
Reporter stated that a patient's blood glucose was measured, using the inform system, with back-to-back blood glucose results of 27 mg/dl and 205 mg/dl. At the time the results were obtained, pt was reportedly exhibiting symptoms of hypoglycemia. Reporter stated that pt's treatment was based on the value of 27mgdl; however, no details of the treatment received were provided. The discrepant results were obtained in a hosp. Reporter did not provide the date when quality control testing was last performed on the inform system. Technical support requested the return of the suspect product and replacement product was shipped.